Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple mini drawers failed. The field service engineer (fse) shut down the station, reset and secured all cables, replaced the drawer controller board, reassigned mini drawers in hardware test application, and performed diagnostics. Faulty engines were isolated by removing drawers from the loop; testing confirmed the original engine was causing the controller failures. Drawer configuration was changed using all new triple engines. Fse configured the drawer and verified the performance. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 3.4 failed. User tried to recover but it said drawer was short circuited. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.